Manufacturer narrative:
510k: this report is for an unknown screws: cmf/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: lee jh, kaban lb, yaremchuk mj (2018), refining post¿orthognathic surgery facial contour with computer-designed/computer- manufactured alloplastic implants, plastic and reconstructive surgery, volume 142, number 3, pages 747-755, (USA). This retrospective review describes the use of implants produced by means of computer aided design/computer-aided manufacturing to refine facial contour and balance after orthognathic surgery. From 2009 to 2016, 21 patients who underwent midface and mandible contour augmentation surgery were included in the study. There were 9 women and 12 men with a mean age of 28 years (range, 18 to 50 years). Three-dimensional images were reconstructed from computed tomographic scans in patients unhappy with their appearances after le fort I advancement and/or bilateral sagittal split osteotomies. The data from these scans were used to produce alloplastic implants. Three materials¿silicone rubber, porous polyethylene, and polyetheretherketone (unknown synthes peek) ¿were used for implants produced by means of computer-aided design/computer aided manufacturing. A total of 6 patients were implanted with the unknown synthes peek, 9 received a competitor¿s solid silicone implants and 6 received a competitor¿s porous polyethylene implants. The implants were surgically placed through intraoral and submental incisions and fixed using titanium screws. The wounds are closed in layers after a suction drain is placed, which exits in the postauricular area. The drain is usually removed the morning after surgery. The average follow-up was 2 years (range, 1 to 7 years). The authors did not specify which patients received the synthes device. Thus, complications will be reported as follows: 1 patient had infection requiring removal of the mandible implants, which were not replaced. 1 patient who had 2 le fort I osteotomies developed a synkinesis after midface implant placement. This report is for the unknown synthes peek and unknown synthes titanium screws. This report is for one (1) unk - screws: cmf. This is report 1 of 2 for (B)(4).